Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the tubing from the flow cell to the peltier module had become disconnected from the fitting at the peltier module. The fse reattached the tubing and the instrument ran without any leaks and passing all controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 600 coulter cellular analysis system. The instrument was failing latron controls when the leak was noticed. The volume of the leak was 50 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no reports of biohazard exposure to open wounds or mucous membranes. The operator was wearing appropriate personal protective equipment of glasses, gloves and lab coat when the event occurred. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.